Manufacturer narrative:
A review of the image result files showed that weaker than expected reactions were obtained when compared to the initial screening results. Customers were notified of technical communication (B)(4) which advises customers to visually inspect all negative antibody screening and identification results on the echo prior to release of results.

Event description:
A customer reported obtaining unexpected negative reactions with capture-r ready-ID extend ii, lot dn078, on the echo instrument.